Event description:
The customer reported that during maintenance of the 840 ventilator the engineer found that the oxygen (o2) sensor had a crack. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).